Event description:
In 2008, the pt reported that she programmed a bolus and was not able to retrieve the bolus info from the bolus history stored in the infusion device. She stated that the time and date are set correctly. She stated that she saw the bolus delivery on the screen of the infusion device, but is not listed in the bolus history. She stated that she believes that the bolus was delivered. She was educated on viewing the bolus history. She also reported that she recently had a short term memory issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.